Event description:
Edwards received information that valve-in-valve replacement occurred 4 years, 4 months after implant due to stenosis. No adverse patient effects were reported as a result of the tavr procedure.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a valve-in-valve procedure in the mitrla position was performed after an implant duration of four years and four months through transfemoral method. The reason for the valve-in-valve procedure is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.

Manufacturer narrative:
The device remains implanted. Additional manufacturer narrative based on the information provided we are unable to conclusively determine the cause of stenosis; however patient age at implant ((B)(6)) may have contributed. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not explanted. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The reason for valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Reoperative valve surgery and valve-in-valve intervention carry significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.